Event description:
Colon carcinoma. No longer needed venous access. Attempted removal. Catheter fractured at junction of medial and middle 1/3 of clavicle. Portion of catheter retained in left subclavian vein. Percutaneous intravenous extraction unsuccessful. Under fluoroscopy, portion of catheter was removed using the infraclavicular cutdown approach.